Event description:
It was reported that during a fistualgram involving the patient's arm, the zipwire became stuck in the catheter and the hydrophyllic coating came off after a torque device was placed on it. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time.